Event description:
It was reported to philips that the system unable to boot up. The patient was reschedule/cancelled. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.